Manufacturer narrative:
(B)(4). D10: cat: 00-8775-036-02, lot: 2729895, biolox delta head 12/14 36x0. G2: foreign ¿ new zealand. H6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately eleven years post-implantation, the patient underwent a hip revision due to periprosthetic fracture and non-union. The femoral stem was revised.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; g2; g3; h2; h3; h4; h6. The following sections were corrected: e1-3. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately eleven years post-implantation, the patient underwent a hip revision due to periprosthetic fracture and non-union from a falling accident. The femoral stem was revised. Attempts have been made and no further information has been provided.